Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient's left knee is being revised due to aseptic loosening of the tibia. The doctor has expressed concerns with the fixation of the attune tibia because he has revised multiples. The bone scan showed the tibia was loose. Intraoperatively, the tibia was not grossly loose but took minimal effort to remove. There is some question to whether it was actually loose or not. Cement manufacturer used was competitor. Doi: unknown dor: (B)(6) 2016; left knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.